Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/13/2022. Mwr-13102022-0001278506 submitted for adverse event which occurred on (B)(6) 2016. Mwr-13102022-0001278659 submitted for adverse event which occurred on (B)(6) 2021.

Manufacturer narrative:
It was reported that following insertion the patient experienced adhesion and recurrent incisional hernia.

Manufacturer narrative:
Date sent to FDA: 12/26/2019. Additional narrative: it was reported that patient underwent removal of mesh on (B)(6) 2016.